Event description:
It was reported by the customer that the fms solo+ unit was being used in an undefined procedure. The patient developed pulmonary edema and was taken to ICU. It is unclear at this time if the issue was noted post-op, during the wrap, or in the procedure, and, if the procedure was completed. As a matter of due diligence, the unit is being returned for analysis by the customer. This is all of the information that has been provided to mitek so far: gave the biomed my e mail address to forward to the risk manager ((B)(4)).

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st portion of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received with some minor physical damage (minor scratches on unit, small dents on display), not a contributor to the event; however, that is attributed to handling and maintenance; a user issue. The 2nd portion of the examination was the functional and electrical testing: a battery of test were performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.